Event description:
Description of the original complaint from the user facility: "the inner blade tip broke off inside the pt's sinus. The dr was able to retrieve and there were no adverse affects on the patient as a result." Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was doing endoscopic sinus surgery. While using the device in question a portion of the blade became detached in the surgical site. There was no adverse patient consequences or sequela reported. The product analysis showed that a portion of the blade became detached measuring approximately 1/2 inch long. The piece consisted of the cutting tip and a portion of the spiral wrap. All portions of the blade were received indicating that there were no unretrieved device fragments. The break point of the spiral wrap showed deformation in a counterclockwise direction indicating the tip broke during a clockwise rotation. The inner spiral was hyper-extended but intact. There was no visible damage to the teeth. Inspection of the outer hub showed dimples prior to the locking area caused by the handpiece locking mechanism and chevron damage caused by a misalignment to the handpiece drive mechanism indicating that the blade was improperly loaded. In an attempt to duplicate the reported complaint, a blade from reserve samples was improperly loaded into the handpiece (not fully seated or locked into place). While cutting simulated material the outer blade became unlocked from the handpiece while the inner blade remained in the handpiece. This action causes the inner spiral wrap to hyper-extend at the radius of the blade. The unit was then loaded properly and used again. With the inner spiral wrap is hyper-extended, the excess pressure pushes the outer blade out of the support area causing the tip to break. IFU (instructions for use) statements include, but are not limited to: install the m4 tracked blade in the m4 straightshot handpiece and attach the tubing according to the instructions in the xps system user's guide. Using thumb, depress the locking collar on the front of the handpiece. Insert blade or bur with a slight rotating motion until blade or bur is seated. To fully seat an m4 rotatable blade, adjust the finger wheel with small back and forth motions. Align blade or bur tip opening to desired position. Release the locking collar. Pull on the blade or bur to ensure engagement and visually check to make sure distal tip of inner blade is in contact with the distal tip of outer cannula. Surgeons shall view endoscopic monitor while dissecting. If you believe a blade has been bent during use, visually inspect it and discontinue use if the blade is bent or damaged. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue removal from patient. Employ visualization when using rotating xps accessories, including use of image guided surgery system if needed. Discontinue powered application in the event of lack of visualization of the surgical site.

Manufacturer narrative:
The following additional info received from (B)(6), surgical supply (B)(6). There was no addition medical or surgical care required to remove the fragment, surgery was not delayed, the device was not resterilized or reused prior to this procedure.

Manufacturer narrative:
This product was being used for treatment, not diagnosis. This device was out of specification in an as received condition. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. With no adverse event reported or indicated this event is being reported as a product problem.